Event description:
A malfunction code was reported by the caller, indicating an issue with the pump. There was no adverse impact on the customer¿s blood glucose level, remaining within a normal range. The customer had conducted initial troubleshooting and later reported the malfunction, leading to a pump replacement. The customer reverted to an alternate method of insulin therapy.